Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements with a most recent measurement of 143 ohms. The impedance alert was increased to 150 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.